Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported foreign matter in the stopper of syringes, and returned 140 unopened samples of material 8881135609, lot 2220719464. The syringes were visually examined, and the rubber plunger was found to have unknown substance on the tip. The complaint of foreign matter was verified. The supplier was notified, but they were unable to provide the device history record or root cause analysis. They assured that responsible technical personnel will investigate the causes. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd mon syringe barrel assembly had foreign matter within fluid pathway the following information was received by the initial reporter with the following verbatim rcc received a complaint via email. Email(s) attached I am (B)(4), qa supervisor with staq pharma. We recently discovered a trend in high defect rates in three of our batches with regards to particles/fibers found adhered to the stopper on bd monoject syringes, lot # 2220719464. Have you had any complaints or issues with this lot number of syringes?